Manufacturer narrative:
H.6. Investigation summary: customer returned one (1) loose 29gx12.7mm, 0.5ml bd insulin syringe. Consumer reported scale was missing. The returned syringe was examined and it was observed that the scale markings were missing (see attached photos). A review of the device history record was completed for batch# 9133588. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200825097, 200825243] noted for missing zero lines. There was one (1) notification [200824982] noted for missing print. There was one (1) notification [200825098] noted for scratched print. There were three (3) notifications [200824594, 200824466, 200824414] noted that did not pertain to the complaint. Investigation conclusion: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: visual inspection of the syringe found there was a blank barrel with no print scale print at all, there was also no cap on the syringe. Process summary: blank barrels are transferred from totes to a bulk hopper, the hopper then meters them into the vibratory feeder which orients and transfers the barrels single file into the first inline feeder. The first inline feeder rail transfers to the inspection dial where short molding defects are rejected. After the inspection dial, the barrels are transferred to the second inline feeder and transitions through the corona treater terminating at the inhibit gate. At cycle start, the inhibit gate opens, introducing barrels to printer infeed dial on through the flange guide which aligns the flanges for proper registration and into the print carousel where ink images are applied. From the print carousel, the barrels are transitioned to the transfer dial and into the curing oven. The cured product exits the oven chute for transfer to the next operation. Root cause for the blank barrels was not enough ink coming out of the ink nozzle. Root cause: the ink nozzle was plugged. Corrective action: l2l dispatch #68594 was created to clean and unplug the ink nozzle. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends." Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported before use the bd ultra-fine¿ insulin syringe had scale marking issues. The following information was provided by the initial reporter: scale was missing.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use the bd ultra-fine¿ insulin syringe had scale marking issues. The following information was provided by the initial reporter: ¿scale was missing.¿